Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer's blood glucose level. No additional information was received regarding the outcome of the event as the pump was not returned, and the complaint was subsequently closed.